Event description:
Boston scientific received information that during a follow up visit of this atrial lead, interrogation revealed numerous atrial tachy response (atr). Atrial lead noise was reproduced by left arm movements. The right ventricular channel was unaffected. An atrial lead fracture was suspected. Impedance measurements were normal. An xray and further decision regarding revision will be performed in the near future. No adverse patient effects were reported. This chronic atrial lead had been reconnected to a replacement device approximately three months earlier.

Event description:
Additional information was received. The data was provided to technical services for their review. The noise appeared consistent with a myopotential pattern reproducible upon arm motions. The x-rays did not provide a clear indication of lead under insertion into the device header. It was determined the observations may be more consistent with a lead insulation or abrasion issue. Programming changes were recommended.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.